Manufacturer narrative:
(B)(4). The field service engineer inspected the device and was unable to duplicate the alleged failure. The unit passed all testing and operates within the manufacturing specifications.

Event description:
Received information stating unit provided a diagnostic code which rendered the ventilator to stop ventilating. Patient involvement is unknown.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.